Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose declined to 50 mg/dl. The customer treated their blood glucose with food. The customer also reported the sensor did not penetrate their skin during insertion. Troubleshooting found the catch arm was bent. The insulin pump will be returned for analysis.